Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a 36-year-old female patient who had essure (batch no. B82475) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included nsaid's. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("hological or psychiatric problems condition: depression") and anxiety ("mental anguish"). On (B)(6) 2014, the patient had essure inserted. The patient was treated with surgery (hysterectomy (full) and salpingectomy (bilateral) and oophorectomy ( lt side)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain was resolving and the menorrhagia, vaginal haemorrhage, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain') in a 36-year-old female patient who had essure (batch no: b82475) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included celecoxib (celexa), nsaids and piroxicam (paxil). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia") and vaginal haemorrhage ("abnormal bleeding (vaginal)"), 9 months 27 days after insertion of essure. On (B)(6) 2015, the patient experienced depression ("hological or psychiatric problems condition: depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced abdominal pain ("abdominal pain") and post procedural complication ("post removal complications"). The patient was treated with surgery (hysterectomy (full) and salpingectomy (bilateral) and oophorectomy ( lt side). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and abdominal pain had resolved and the menorrhagia, vaginal haemorrhage, depression, anxiety and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, depression, menorrhagia, pelvic pain, post procedural complication and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for pain, bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pfs received. Reporter added. Events: abdominal pain, post removal complications added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a 36-year-old female patient who had essure (batch no. B82475) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included nsaid's. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("hological or psychiatric problems condition: depression") and anxiety ("mental anguish"). On (B)(6) 2014, the patient had essure inserted. The patient was treated with surgery (hysterectomy (full) and salpingectomy (bilateral) and oophorectomy ( lt side)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain was resolving and the menorrhagia, vaginal haemorrhage, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on 26-jun-2018: pfs and medical record received: lot number, reporter information, patient details, concomitant drug and events: abnormal bleeding (vaginal), psychological or psychiatric problems condition: depression, mental anguish were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain') in a 36-year-old female patient who had essure (batch no. B82475) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included celecoxib (celexa), nsaids and piroxicam (paxil). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia") and vaginal haemorrhage ("abnormal bleeding (vaginal)"), 9 months 27 days after insertion of essure. On (B)(6) 2015, the patient experienced depression ("hological or psychiatric problemscondition: depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced abdominal pain ("abdominal pain") and post procedural complication ("post removal complications"). The patient was treated with surgery (hysterectomy (full) and salpingectomy (bilateral) and oophorectomy ( lt side)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage and abdominal pain had resolved and the depression, anxiety and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, depression, menorrhagia, pelvic pain, post procedural complication and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for pain, bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: event outcome of menorrhagia, vaginal hemorrhage, were updated as recovered/resolved. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menorrhagia ("menorrhagia"). The patient was treated with surgery (underwent removal of the essure device by hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and menorrhagia outcome was unknown. The reporter considered menorrhagia and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.